Manufacturer narrative:
(B)(6). The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique resulting in peritonitis which was manifested by cloudy pd effluent and abdominal pain. The breach was further described as pd solution tubing dropped on the bed, when exchanging pd solution bags. One day after the onset of symptoms, the patient was diagnosed with peritonitis and was hospitalized. The patient was treated with cefradine and other unspecified cephalosporin (intraperitoneally during dwell, dose, frequency and duration not reported). One day after diagnosis, the patient was deemed recovered, however the patient remained hospitalized for nine more days and was discharged with cobrin capsule and uremic clearance (oral use, dose, frequency and duration not reported). It was not reported if the patient was retrained on proper aseptic technique. Pd therapy was ongoing. No additional information is available.